Event description:
Related manufacturer report number:3006705815-2024-00741. It was reported, that the patient's therapy had changed, following a motor vehicle accident. It was noted, that the patient was experiencing impedance issues on both of their leads. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 3034 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient¿s therapy changed following a motor vehicle accident. The rep reported one lead had high impedance on all contacts. The other lead had high impedance on two contacts. The patient underwent a replacement of their leads. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.